Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Customer obtained a sensor reading of 493 mg/dl and self-treated with unspecified units of insulin. Customer further reported that her glycemic level dropped to 28 mg/dl measured on the built-in meter and subsequently lost consciousness and was treated with glucagon injection by her husband. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Customer obtained a sensor reading of 493 mg/dl and self-treated with unspecified units of insulin. Customer further reported that her glycemic level dropped to 28 mg/dl measured on the built-in meter and subsequently lost consciousness and was treated with glucagon injection by her husband. Based on the information provided, there was no report of death or permanent injury associated with this event.